Event description:
A malfunction alarm occurred during a pump update, and although specific blood glucose information was not available, there was no report of an adverse impact on blood glucose levels. The customer was assisted by technical support to reset the pump, but the malfunction recurred. Consequently, the customer was guided to return the faulty pump for replacement, provided with instructions on storage mode, and acknowledged the shipping and return process using a pre-paid label. No additional information was provided.